Event description:
It was reported that anchor used during slap repair, hole drilled, anchor tip pushed into hole and anchor tapped to insert. As anchor inserted, half of the anchor 'peeled' away length ways, remainder went into socket. Surgeon managed to retrieve 'peeled' section. Implanted section held in position ok. Nothing is unsecured in the patient. The reporter stated that there were three devices involved.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, this type of event is typically caused by not inserting the implant co-axial to the bone tunnel, causing the implant to hit the edge of the prepared hole. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Retained in patient.